Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing. Device passed the delivery accuracy test at 0.08685 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 600 mg/dl and current was 131 mg/dl. Customer reported that they changed several sets, sensors, 3 different bottles of insulin. Customer treated with insulin pump and manual injection. The insulin pump will be returned for analysis.